Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid), prednisone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("psychological or psychiatric problems/psychological or psychiatric problems condition: mood swings") and pain in extremity ("left arm pain / both leg pain"). In (B)(6) 2010, the patient experienced multiple sclerosis ("autoimmune disorder, type-multiple sclerosis"), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease ("graves¿ disease") and asthenia ("neurological conditions or problems -weakness"). In (B)(6) 2011, the patient experienced fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;") and vomiting ("vomiting") and was found to have weight decreased ("weight gain/loss (specify "which" one) : loss"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), paraesthesia ("tingling in arms & legs"), dizziness ("dizziness"), pyrexia ("fever"), hot flush ("hot flashes") and malaise ("sick") and was found to have weight increased ("weight gain/loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, mood swings, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity, paraesthesia, dizziness, pyrexia, hot flush and malaise outcome was unknown. The reporter considered abdominal pain, asthenia, basedow's disease, bladder disorder, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, hot flush, malaise, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, pyrexia, tooth extraction, toothache, urinary tract disorder, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date) discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dizziness, fever & hot flashes added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') and basedow's disease ('graves¿ disease') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid), prednisone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("psychological or psychiatric problems/psychological or psychiatric problems condition: mood swings") and pain in extremity ("left arm pain / both leg pain"). In (B)(6) 2010, the patient experienced multiple sclerosis ("autoimmune disorder, type-multiple sclerosis"), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease (seriousness criterion medically significant) and asthenia ("neurological conditions or problems -weakness"). In (B)(6) 2011, the patient experienced fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;") and vomiting ("vomiting") and was found to have weight decreased ("weight gain/loss (specify which one) : loss"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and paraesthesia ("tingling in arms & legs") and was found to have weight increased ("weight gain/loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, mood swings, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity and paraesthesia outcome was unknown. The reporter considered abdominal pain, asthenia, basedow's disease, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, tooth extraction, toothache, urinary tract disorder, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date). Discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event psychological trauma was updated to mood swings. Onset dates for events were updated. Concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid), prednisone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("psychological or psychiatric problems/psychological or psychiatric problems condition: mood swings") and pain in extremity ("left arm pain / both leg pain"). In (B)(6) 2010, the patient experienced multiple sclerosis ("autoimmune disorder, type-multiple sclerosis"), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease ("graves¿ disease") and asthenia ("neurological conditions or problems -weakness"). In (B)(6) 2011, the patient experienced fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;") and vomiting ("vomiting") and was found to have weight decreased ("weight gain/loss (specify whiich one) : loss"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), paraesthesia ("tingling in arms & legs"), dizziness ("dizziness"), pyrexia ("fever"), hot flush ("hot flashes"), malaise ("sick"), dysgeusia ("metal taste"), allergy to metals ("I got an allergy to it"), pruritus ("statred itching") and swelling face ("lip would puff almost year later my face so puffed") and was found to have weight increased ("weight gain/loss"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, mood swings, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity, paraesthesia, dizziness, pyrexia, hot flush, malaise, dysgeusia, allergy to metals, pruritus and swelling face outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, basedow's disease, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, hot flush, malaise, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, pruritus, pyrexia, swelling face, tooth extraction, toothache, urinary tract disorder, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date) discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid), prednisone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("psychological or psychiatric problems/psychological or psychiatric problems condition: mood swings") and pain in extremity ("left arm pain / both leg pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ clotting and bleeding intensified my period lasted long"). In (B)(6) 2010, the patient experienced multiple sclerosis ("autoimmune disorder, type-multiple sclerosis"), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease ("graves¿ disease") and asthenia ("neurological conditions or problems -weakness"). In (B)(6) 2011, the patient experienced fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;") and vomiting ("vomiting") and was found to have weight decreased ("weight gain/loss (specify whiich one) : loss"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), paraesthesia ("tingling in arms & legs"), dizziness ("dizziness"), pyrexia ("fever"), hot flush ("hot flashes"), malaise ("sick"), dysgeusia ("metal taste"), allergy to metals ("I got an allergy to it"), pruritus ("statred itching") and swelling face ("lip would puff almost year later my face so puffed") and was found to have weight increased ("weight gain/loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, mood swings, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity, paraesthesia, dizziness, pyrexia, hot flush, malaise, dysgeusia, allergy to metals, pruritus, swelling face and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, basedow's disease, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, hot flush, malaise, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, pruritus, pyrexia, swelling face, tooth extraction, toothache, urinary tract disorder, vaginal haemorrhage, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date) discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received-event abnormal bleeding (vaginal)~were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid), prednisone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("psychological or psychiatric problems/psychological or psychiatric problems condition: mood swings") and pain in extremity ("left arm pain / both leg pain"). In (B)(6) 2010, the patient experienced multiple sclerosis ("autoimmune disorder, type-multiple sclerosis"), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease ("graves¿ disease") and asthenia ("neurological conditions or problems -weakness"). In (B)(6) 2011, the patient experienced fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;") and vomiting ("vomiting") and was found to have weight decreased ("weight gain/loss (specify whiich one) : loss"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), paraesthesia ("tingling in arms & legs"), dizziness ("dizziness"), pyrexia ("fever"), hot flush ("hot flashes"), malaise ("sick"), dysgeusia ("metal taste"), allergy to metals ("I got an allergy to it"), pruritus ("statred itching") and swelling face ("lip would puff almost year later my face so puffed") and was found to have weight increased ("weight gain/loss"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, mood swings, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity, paraesthesia, dizziness, pyrexia, hot flush, malaise, dysgeusia, allergy to metals, pruritus and swelling face outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, basedow's disease, bladder disorder, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, hot flush, malaise, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, pruritus, pyrexia, swelling face, tooth extraction, toothache, urinary tract disorder, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date). Discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event metal taste, we had lost 3rd baby and kept bleeding, I got an allergy to it, started itching, lip would puff almost year later my face so puffed was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding'), multiple sclerosis ('autoimmune disorder, type-multiple sclerosis') and basedow's disease ('graves¿ disease') in an adult female patient who had essure (batch no. 632029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". Concomitant products included fingolimod hydrochloride (gilenya), levothyroxine sodium (synthroid) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced multiple sclerosis (seriousness criterion medically significant), vertigo ("vertigo"), head discomfort ("neurological conditions or problems -head pressure"), basedow's disease (seriousness criterion medically significant) and asthenia ("neurological conditions or problems -weakness"). In 2012, the patient underwent tooth extraction ("dental problems") and experienced toothache ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue;"), migraine ("migraines/headaches"), nausea ("nausea;"), psychological trauma ("psychological or psychiatric problems"), vomiting ("vomiting"), pain in extremity ("left arm pain / both leg pain") and paraesthesia ("tingling in arms & legs") and was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, tooth extraction, fatigue, migraine, nausea, head discomfort, psychological trauma, weight increased, weight decreased, basedow's disease, asthenia, toothache, vomiting, pain in extremity and paraesthesia outcome was unknown. The reporter considered abdominal pain, asthenia, basedow's disease, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, head discomfort, menorrhagia, migraine, multiple sclerosis, nausea, pain in extremity, paraesthesia, pelvic pain, psychological trauma, tooth extraction, toothache, urinary tract disorder, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 (discrepancy noted in essure insertion date) discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2019: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- multiple sclerosis, urinary tract disorder, vertigo, bladder disorder, teeth removed, fatigue, migraine, nausea, head pressure, psychological trauma, weight gain, weight loss, graves¿ disease, weakness, tooth ache, vomiting, pain in extremity ,tingling in legs and arms, medical device monitoring error. Lot number was added, aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.